Event description:
A patient was injured exiting the f320 product after a workout session. According to the director of rehab at the facility, the patient has just ended his session and was having his vitals taken. While exiting the treadmill, the cockpit was unlocked; the patient was not vertically stable and put weight on his heels. This caused the treadmill belt to move forward, causing his feet to slide out from under him. The patient could not stop the momentum, nor could the pt aiding the patient. The patient sat on the rear of the cockpit, which added further weight and momentum to the fall, his legs fell out in front of him, and were pinned under the front of the cockpit. Note the patient had been in the equipment once before. He was considered a minimum-assist patient, and was wearing a gait belt. The pt was to the side of the equipment, and was unable to assist the patient to stand-up vertically once the process began, nor to stop the progress of the belt slippage.

Manufacturer narrative:
Alterg inc. Will address the issue by notifying all customers on the importance of ensuring patient stability before entry/exit of alterg equipment to protect patients from following transitions.